Event description:
The facility representative reported a flo-gard infusion pump with failure code f-67. This condition occurred upon power up of the device but it was unknown in which care area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-67 was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined, as the device was returned unrepaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.